Manufacturer narrative:
The intraocular lens (iol) was returned at the manufacturing site for evaluation in the original folding carton. Visual inspection showed residues of viscoelastics and a folded haptic. No defects observed on the other haptic. The lens condition is consistent with a lens that has been removed from the eye. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 lens was fully inserted into a female patient's eye and the capsule tore. The doctor removed the lens, a manual vitrectomy was performed and the anterior chamber (ac) was washed (cleaned). The incision was enlarged and sutures were required. Through follow up six days post-op, the account reported that there were no issues with the product/lens itself. The patient comfort is fine, vision is a little fuzzy but good so far and however today intraocular pressure (iop) was elevated.